Manufacturer narrative:
The device was returned and analyzed in the lab. The event of impedance issue could not be reproduced. Visual inspection of the septum, setscrew and contact spring did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that a diagnostic anomaly was suspected. Abbott technical support was contacted, who indicated no device anomaly was suspected. The device was explanted and replaced during an unrelated procedure. The patient was in stable condition.